Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced infusion set leakage, which led to high blood glucose level event on 10-feb-2026. The infusion set was in use for few hours. The leakage was at quick release as the quick release was not tightly connected. The patient subsequently went to the emergency room on (B)(6) 2026 and remained there for less than twenty four hours due to feeling unwell. The patient was tested positive for ketones, measuring over 2mmol/l. During hospitalization, the patient's blood glucose level was 450mg/dl and was treated with manual injection by insulin pen. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.